Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 505 mg/dl. The customer stated that her pump woke her up with a motor error. The customer stated that she was hospitalized. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, unexpected error test, displacement test, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm during testing noted. The motor passed motor test. The insulin pump had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and minor scratched display window.

Event description:
A review of the initial call was made and found the customer did not report serious injury or hospitalization.